Event description:
A female underwent open ventral hernia repair with no complication reported during the procedure. A suspected bowel adhesion was confirmed through x-ray, re-intervention was required 12 days post initial procedure. Doctor removed adhesions and then used sharp dissection to remove motifmesh (product). Used marlex mesh in a tep procedure.

Manufacturer narrative:
At the time of the event this adverse event was not reported. This report is retrospectively addressing the medical device reporting criteria. This is logged as a 30 day report but the timelines for this report are exceeded.